Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients' orders were not crossed. A technical support specialist requested the interface engineer team for evaluation. An interface engineer evaluated the device event logs and found tracing timeout errors. A restart was initiated on behalf of the user to resolve the issue. An interface engineer informed the customer to reach out to their hospital information technology to identify what they were seeing and what prompted the reboot. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system patient information and orders not crossing over, affecting all the stations. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.